Event description:
It was reported that when the plunger was removed no suture was present, a cuff miss occurred during attempted suture placement in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f. An additional proglide device was successfully deployed prior to the aaa procedure. The aaa procedure was completed and hemostasis was achieved with the successfully deployed suture. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was within the last week. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.